Manufacturer narrative:
The part number, lot number, and quantity of screws removed is unknown at this time. The device history records are unable to be reviewed as the lot number of the plate is unknown. The package insert states, "apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain which may not be related to the implant." The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision to remove a plate and screws due to mediastinum inflammation was reported. The question on the complaint form "is this a single-use device that was reprocessed and reused on a patient?" Is answered yes. Additional information was requested but has not been received at this time.

Manufacturer narrative:
Was corrected from yes to no. Was corrected from reuse to initial use of device. Were updated based on the correction as the distributor confirmed the device was not reprocessed and reused.